Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the spool cutter broke off from the container. The consumer found it difficult to get the device out. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.